Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: proclaim ipg, model: 3660ans, UDI: (B)(4), serial: (B)(6), batch: 6031800. During processing of this incident, attempts were made to obtain device information.

Event description:
It was reported patient's ipg had reached end of life. Investigation have not been able to identify which ipg reached end of life and conclude if this occurred prematurely. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Corrected: d4. Corrected: d6b. There is no device malfunction; therefore, this device is no longer considered reportable. This device has been added to the record as a non-complaint/no issue. As such, no further complaint related evaluation can be completed at this time. Evaluation decision can be re-determined if device is returned for analysis and/or if additional complaint-related information is obtained. Based on the information received, no complaint-related allegation for the device was ascertained or presented.

Event description:
Additional information indicates the ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.